Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, the thumb advancer did not fully engage to the end (no audible click sound). The thumb advancer was pressed harder but it still did not fully engage and the device was removed through the safety release mechanism. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.